Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: stent dislodgement; remains in patient. Device issue: stent dislodgement. It was reported that an attempt was made to implant a stent in a coronary artery by-pass (CABG) patient; however, the stent did not cross a bare metal stent (bms) that was previously implanted several months ago. Upon removal of the device, it was not possible to go through the catheter guide. The stent dislodged totally when removing the catheter guide, the guide and the stent. The stent went loose in the aorta and migrated in the inferior arterial tract. There was no patient effects reported. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering determined that the inability to cross a lesion can be affected by numerous factors, and is typically not associated with a product quality deficiency. Factors that can contribute to resistance with a guiding catheter include, damage, size selection and kinks. Stent dislodgement can be influenced by improper or inadequate crimping, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory products, or previously implanted stents. A definitive cause cannot be determined, however, there are no indications of a product quality deficiency.